Event description:
It was reported that approximately two months after implant the lead dislodged. The lead was explanted and replaced. No patient co mplications were reported as a result of this event.

Event description:
It was reported that approximately two months after implant the lead dislodged. The lead was explanted and replaced. No patient co mplications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The outer insulation was breached/cut, and the proximal conductor was distorted (pulled/stretched/overstress) and blood was present. The lead exhibited apparent explant damage.